Event description:
Additional information was received as there was no problem to patient after intraocular lens (iol) replacement.

Manufacturer narrative:
Additional information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned in a surgical material in a plastic bag. The iol is cut in half through the center of the optic. Solution and fibers observed on both surfaces of the iol. Unable to perform power and resolution due to the condition of the retuned sample. The root cause for the reported complaint could not be determined. We were unable to perform power and resolution testing due to the condition of the returned iol. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, waxy vision was developed in the patient¿s right eye. The intraocular lens was replaced in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).